Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibiting noise episodes. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right ventricular lead was explanted and replaced due to noise episodes. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that as received, a partial lead was returned in two pieces. Visual examination external abrasion breaching the outer insulation and exposing the outer coil was found at 7.3 ¿ 7.6 cm from the connector pin consistent with friction to the device can. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any other anomalies except for procedural damage.